Event description:
During asnis3 surgery, although the surgeon used the drill, the patient bone could not be turned off easily. When the surgeon was continuing turning the drill, the tip of the drill broke.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.